Manufacturer narrative:
The reported event high pacing impedance was not confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The lead was replaced with other lead as a result. The patient is recovering.